Event description:
It was reported that the patient condition was improving, but a decrease in power consumption and estimated flow rate over time was observed on the (vad). Log file review also indicated the vad exhibited low flow alarms. The patient's renal function worsened and continuous hemodiafiltration (chdf) was used to remove the water, and appropriate transfusion was used to treat the anemia. The left ventricular end diastolic diameter (lvedd) was maintained at approximately 70 to 80 mm. Lactate dehydrogenase (ldh) was about 200. A computerized tomography (CT) scan and echocardiogram were performed and confirmed stenosis of the outflow graft. The vad and outflow graft remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ outflow graft / model #: unk / catalog #: unk / expiration date: unk / serial or lot#: UDI #: (B)(4) / device available for evaluation: no / device evaluated by MFR: no, device evaluation anticipated, but not yet begun / mfg date: unk / labeled for single use: no / (B)(4). Additional information has been requested regarding the outflow graft serial number and treatment/intervention provided, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the echocardiogram showed accelerated blood flow in the graft and that there was no significant change in the condition of the patient.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional information: - b5 desc evt problem: updated to include echocardiogram results and patient status investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description and the annex f code has been updated. The outflow graft lot number , manufacturer and expiration date has been updated. D4: model #: 1125 / catalog #: 1125 / expiration date: 31-aug-2023 / lot#: 1533045 h4: mfg date: 31-aug-2021 h6: imf code(s): f19, f23, investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a median thoracotomy was performed and the stenosis in the distal portion of the graft was removed. The graft, the tissue, was attached to the area and compressed, so it was cleaned, the pressure was relieved, and thoracotomy. On returning the ICU the flow rate has improved.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump and the associated outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis pertaining to (B)(6) which revealed several sharp decreases in power consumption and estimated flows leading to parameters below the normal operating range throughout the analyzed period. Twenty-one (21) low flow alarms were logged since 11-feb-2022. Of note, the pump rotation speed was increased and decreased several times within the analyzed period. Log files pertaining to (B)(6) and (B)(6) revealed that the controllers were not in use during the reported event date. Log files pertaining to (B)(6) did not reveal any anomalies during the analyzed period. Of note, alarm log files pertaining to (B)(6) as well as data logs and alarm logs pertaining to (B)(6) were not available for analysis. Information provided by the site indicated that in addition to the low power event the patient's renal function worsened and continuous hemodiafiltration (chdf) was used to remove the water, and appropriate transfusion was used to treat the anemia. A computerized tomography (CT) scan and echocardiogram were performed and confirmed stenosis of the outflow graft. It was further reported that a median thoracotomy was performed and the stenosis in the distal portion of the graft was removed. The graft, the tissue, was attached to the area and compressed, so it was cleaned, the pressure was relieved. On returning the ICU the flow rate has improved. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, inappropriate pump rotational speed, and/or poor vad filling. Per the instructions for use, bleeding and renal dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding and renal dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.